Event description:
(B)(4). Sever lower back pain, every morning I'm crying can hardly get out of bed. Stomach pains I can't lay on my stomach at all it hurts to bad. I can't stand or walk for a long time pelvic and hip starts to hurt. Every time I eat or drink anything I swell up like I'm 7 months pregnant. I suffer from head aches, sever mood swings. No matter how much sleep I get I still feel exhausted. I can't go shopping I go into a panic attack. Depression so bad I have suicidal thoughts. When ever I'm menstrual I flow heavy going through super (B)(6) through clothes and flow longer. I also been suffering sever constipation.